Event description:
The customer reported the unit does not recognize the cables. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the unit does not recognize the cables. No pt involvement was reported. The device was evaluated at philips. The symptom could not be duplicated. We are unable to determine the cause of the reported symptom.